Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was that a patient underwent a posterior lumbar fusion and internal fixation operation. The fusion device was installed into the intervertebral space. While extracting the holding device it was found that a product fragment was in the holding device. The product was broken. Unable to take out the product to adjust the angle and depth. The patient¿s current status was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.